Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a minor car accident on (B)(6) 2016 and since then, she noticed some loss in control of her bladder. The patient felt stimulation. There was a sudden change in therapy/ symptoms. Additional information from the consumer reported that the step taken to resolve her loss of bowel control was to visit the doctor's office to check operation. She was advised to start a fiber regimen. The device checked out fine. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up information was received and the event was updated. If additional information is received, a follow up report will be sent.